Manufacturer narrative:
The device was received with blank display due to moisture damaged electronic assembly. Also moisture damage motor during visual inspection. Unable to perform operating current test, unexpected restart error test, self test and displacement test due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's son reported via phone call that the insulin pump was exposed to moisture. The patient¿s blood glucose was unknown at the time of the incident. The customer states the insulin pump was exposed to fluid or moisture and pump is no longer working. Customer reports there is fluid under the lcd display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The alleged device is expected to be returned for analysis.